Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the medium-large clip applier instrument would not apply the clips properly. The customer reported that no fragment(s) fell into the patient. The procedure was completed and there was no patient injury.

Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis team. Failure analysis investigation confirmed the reported failure. The instrument failed grips clip testing. The clip did not successfully attach to the test tubing. When placed on an in-house system, the instrument passed the recognition and engagement testing. The instrument moved intuitively with full range of motion in all directions. A related failure was also observed. Input disk #6 was completely detached from the base of the housing.